Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the lead was returned/received without package. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure of implantable pacing lead (ipl), hair was seen in the lead sterile plastic package by nurse prior to the physician removing the lead from its sterile plastic box. Therefore, the ipl was not use, and was exchanged for a different lead. No patient complications have been reported as a result of this event.